Event description:
Additional information: return device analysis noted a posterior foot separation and the foot was not returned. The location of the detached foot is unknown; however, follow-up with the account confirmed there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture did not follow when the plunger was removed¿ was confirmed. Additionally, the posterior foot was separated and not returned. However, it was confirmed that the correct device was returned for analysis and that there were no patient adverse effects. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure, using a 6fr sheath. Reportedly, when the plunger was removed, a suture did not follow. The suture was tangled when the device was removed from the anatomy. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.